Manufacturer narrative:
Concomitant product: product ID 39286-65, serial # (B)(4), implanted: (B)(6) 2014, product type lead. (B)(4).

Event description:
The patient had to have the stitches put back in because the top of the implantable neurostimulator (ins) incision did not close up all the way. The patient was still trying to heal all the way up. The stitches went back in on (B)(6) 2014 and they just took out the stitches on (B)(6) 2014. Additional information has been requested to find out the outcome of this event. If additional information is received, a follow up report will be sent.